Event description:
It was reported that during an unknown procedure, the scrub nurse had difficulty loading cartridge, eventually loaded, surgeon used device and it misfired over a vessel. The staples deployed but only at the distal end. Another white cartridge was reloaded, again with difficulty and the same thing happened again. As a consequence a new device was opened (same like device), a cartridge was loaded without difficulty and the device fired normally. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the analysis results found that the (B)(4) device was received in good visual condition and with two reloads present. The returned reloads were partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.